Manufacturer narrative:
(B)(4).

Event description:
Quarterly summary report for malfunction alarms 1,6,8,15: it was reported that malfunction alarms 1,6,8,15 occurred . The issue was resolved by resetting the pump or reverting to an alternate method of insulin therapy. There was no adverse effect.